Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they were in a slip and fall and hurt themselves pretty bad at home depot. Patient stated that they went to physical therapy and they wanted to do an MRI and to learn more about the stimulator. Patient mentioned that they don't use the implant and it's not hooking up to their back or having charge to it. Patient then mentioned they were having slight headaches. Patient wanted to have the implant removed so they were told to call to see when they could have it removed. Patient said that the implant was not helping them and it was not healthy and they were still having pain. Patient noted they were trying to see if they could notice the difference and the stimulation was just too much for them and they had no one there to help them do everything. When asked for the event date, patient stated that it was maybe last year in 2025 or maybe a little before that. Patient commented they are forgetting stuff. Agent reviewed role of representative (rep) and agent provided patient with implanting hcp name and phone number on file. The patient was redirected to their healthcare provider to further address the issue.